Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. The customer's blood glucose (bg) level was above 600 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.